Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred and removal difficulties were encountered. The target lesion was located in the mid left anterior descending artery (lad). A 28 x 2.25 rebel drug-eluting stent was advanced to treat the lesion. However, during the procedure the device was unable to cross the lesion and upon removing, the device got hung up on the distal tip of the non-bsc guide catheter. When the device was removed out of the guide catheter completely, it was noted that the distal tip of the stent had became unraveled. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval : returned product consisted of a rebel catheter with stent. The balloon was tightly folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was stent damage. The stent was bent, stretched, flared, and overlapping. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred and removal difficulties were encountered. The target lesion was located in the mid left anterior descending artery (lad). A 28 x 2.25 rebel drug-eluting stent was advanced to treat the lesion. However, during the procedure the device was unable to cross the lesion and upon removing, the device got hung up on the distal tip of the non-bsc guide catheter. When the device was removed out of the guide catheter completely, it was noted that the distal tip of the stent had became unraveled. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.